Manufacturer narrative:
Device evaluation of battery packs 86454788/86508812 have been completed. The reported problem (will not power up) was confirmed. As received, the batteries were unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event from the damaged batteries.

Event description:
A u.s. Distributor reported that a battery would not power on a monitor.